Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient said the patient programmer stopped working over the weekend. Patient said they checks the implant every day and when they went to check the implant the handset gave him a blank screen. Patient changed out the batteries with fresh batteries that they knew were good and the screen still did not come on. An email was sent to the repair department for replacement patient programmer. Patient programmer wont power on. No symptoms reported.

Manufacturer narrative:
Continuation of d10: analysis of 37642 programmer (lot/serial# (B)(6)) revealed replaced broken/worn front case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.